Event description:
Per the customer, during a minimally invasive surgery, specifically a l5-s1 fusion, it took six attempts to calibrate the ziehm with an active short pointer before a 3d spin. The first five attempts produced extremely high deviations, between 1.4 - 4 mm. Per the customer, this occurred even after they held respirations while touching off on the ziehm flat panel. On the sixth attempt the customer received a .45 mm deviation and were able to proceed. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device evaluation.

Event description:
Per the customer, during a minimally invasive surgery, specifically a l5-s1 fusion, it took six attempts to calibrate the ziehm with an active short pointer before a 3d spin. The first five attempts produced extremely high deviations, between 1.4 - 4 mm. Per the customer, this occurred even after they held respirations while touching off on the ziehm flat panel. On the sixth attempt the customer received a .45 mm deviation and were able to proceed. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.